Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: on june 12, 2023, the department prepared to use the ventilator for routine operational checks before use, after starting up, it was found that the ventilator reported a red fault "technical fault 485002", "ventilation cancelled", and a yellow alarm "low built-in battery level after the hospital engineer arrived at the scene, they contacted the manufacturer's engineer by phone and found that the alarm could not be eliminated. They arranged for other ventilators to be used by the patient. They contacted the manufacturer's engineer for on-site testing and analyzed that the cause of the fault was a system malfunction caused by a low battery level. After the battery was fully charged, the alarm disappeared. At the same time, it was found that restarting this type of ventilator after a low battery level abnormal shutdown could easily trigger an "ventilation cancellation" alarm fault.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the machine was not connected to ac power, the machine was powered by the internal battery, and the defect occurs when the battery was low. And the internal li-ion battery was expired. Li-ion battery is a consumable accessory, with requirements for maintenance and service life. The lithium battery needs to be recharged every six months and replaced every three years to ensure its function. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and failure of the li-ion battery are clearly described in the IFU. The clinical staff should regularly check the consumable accessories to ensure their function. In summary, this event was related to the clinical use of the machine and clinical maintenance, and was unrelated to the product itself. In addition, the machine was produced in 2013, and by now it has far exceeded its 8-year service life. The hospital was suggested to upgrade as soon as possible. Correction: alarm removed after recharging fully reason for not taking control actions: 1. This machine was made in 2013 and its 8-year service life has been exceeded. It has been used for an exceeding period of time. 2. C2 ventilator has been discontinued and is recommended to be scrapped. 3. This event was related to clinical use and clinical maintenance and is unrelated to the product. 4. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 5. The problem was found during pre-use inspection, with no patient involved, no injury was caused to the patient. Therefore, this event does not meet the definition of medical device adverse event, and does not need to be reported as an adverse event. In summary, no control actions are required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: on (B)(6) 2023, the department prepared to use the ventilator for routine operational checks before use, after starting up, it was found that the ventilator reported a red fault "technical fault 485002", "ventilation cancelled", and a yellow alarm "low built-in battery level after the hospital engineer arrived at the scene, they contacted the manufacturer's engineer by phone and found that the alarm could not be eliminated. They arranged for other ventilators to be used by the patient. They contacted the manufacturer's engineer for on-site testing and analyzed that the cause of the fault was a system malfunction caused by a low battery level. After the battery was fully charged, the alarm disappeared. At the same time, it was found that restarting this type of ventilator after a low battery level abnormal shutdown could easily trigger an "ventilation cancellation" alarm fault.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).